Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels with eating carbohydrates. After treatment, blood glucose level reached 179 mg/dl initially and later 293 mg/dl. The customer did not troubleshoot the blood glucose level issue at the time of the call. The product was not returned for analysis.